Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated they jumped into a pool while still attached to the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 164 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, corroded keypad traces were noted during the visual inspection. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly during the visual inspection. The insulin pump was was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.